Event description:
A healthcare provider (hcp) reported that the patient¿s primary medication was dilaudid. The medications used within the system were dilaudid, bupivacaine, and clonidine. The hcp confirmed that the dilaudid and clonidine were listed, but the bupivacaine was not listed on the programmer. The dilaudid was also listed at the wrong concentration, and the hcp indicated ¿so that was wrong¿. The concentration of dilaudid was listed at 30 mg/ml. The hcp corrected the concentration to dilaudid 40 mg/ml. The dose was adjusted from 6.048 to 8.064 mg/day. The patient was noted to have not had an adverse medical reaction. The concentrations of clonidine and bupivacaine were noted to be 1600 mcg/ml and 30mg/ml, respectively. The clonidine was listed at 1.2 mg; it was corrected to 1.6 mg. It was confirmed that the patient would receive the same amount of medication as they had previous to the correction because the actual concentrations of the medications used within the system were not changed, and the daily dosing was corrected.

Manufacturer narrative:
Concomitant products: product ID 8731, serial # (B)(4), implanted: (B)(6) 2005, product type catheter; product ID 8840, serial # unknown, product type programmer, physician. (B)(4).